Manufacturer narrative:
Outcomes attributed to adverse event: urinary retention if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. The basic evaluation began (B)(6) 2021. It was reported that their bladder doesn't empty all the way and that presents another bothersome issue, especially at bedtime. The patient also said "it's been more often than it's been since they put the stimulator on. I mean, it wasn't the amount of times I was gong to the bathroom, it was the urgency of going to the bathroom." The patient also mentioned that they were a little sleepy and tired. On (B)(6) 2021, the patient reported that they were tired and has been at the hospital with their sister (unrelated). The patient said when they did lean over, they did feel stimulation, but said everything is okay with this. The patient was now on the left side at 0.3 and this was comfortable for them. When increasing, the patient yelled "oh shoot, I think I went too much". The programmer died and support link assisted the patient in charging their programmer to lower stimulation to a comfortable level. The patient stated ow several times. They has pain in their left butt cheek at 0.4 and this pain went away when they lowered stimulation. There were no device issues reported, and no further patient complications reported at this time.